Event description:
It was reported that the compressor alarmed for low pressure and high o2 concentration. There was no patient harm.

Manufacturer narrative:
The compressor was investigated and repaired on site by our filed service engineer (fse). It was reported that the compressor alarmed for low pressure and high o2 concentration. The problem was solved after replacing the 10000 hours maintenance kit. After replacing, the compressor worked as expected. No parts were returned for investigation. The root cause for the reported failure could not be determined.